Event description:
The line was placed by nurse with no difficulty. The nurse went to make assessment and found hub laying in bed broken approximately 1 cm below the hub. Line was pulled from infant and x-rays were completed to verify no residual line broken within infant.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.